Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture due to suspected tip micro perforation and slight change in the rv lead position. The rv lead was revised. No additional adverse patient effects were reported.